Event description:
Customer reported she was hospitalized due to allergic reaction to prednisone. Customer stated that she did notice that the needle of the infusion set came out before the hospitalization. Customer stated her blood glucose was 500 mg/dl when the needle came out and was in the hospital. Customer also reported that she was suppose to have heart surgery, but was unable to because of all the medical problems she was having. Customer mentioned she put the needle back in once she noticed it was out. Customer was advised not to reinsert needle which may cause the needle to bend and the insulin pump may alarm no delivery. Customer current blood glucose was 128mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.